Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the right atrial (ra) lead had placement difficulty due to patient anatomy. Three attempts were made, and attachment was confirmed each time via fluoroscopy. However, the ra lead dislodged each time the stylet was removed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.